Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (early onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported via device tracking "infection" against left device. The device has been explanted.

Manufacturer narrative:
The increased monitoring performed for this result confirmed that it was an isolated event and did not add risk to the device quality or performance. All the other environmental monitoring results for october 2021 complied with the acceptance criteria. Bioburden testing results for the october 2021 were found to be acceptable.

Event description:
Healthcare professional reported via device tracking "infection" against left device. The device has been explanted.